Manufacturer narrative:
Summary evaluation: the results of r&d's evaluation indicated that stem loosening was attributed to poor cement penetration within the boneat the time of initial implantation, followed by increased radiolucency and subsidence.

Event description:
Pt was complaining of a significant increase in pain. Radiographs revealed femoral component loosening and 8mm of subsidence. Revision surgery was performed.